Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned with original packaging with the batch number of the complaint on the label. The insertion device was not returned. The distal body anchor, the molded sleeve, and the proximal molded screw were returned. The distal body anchor has a crack in its distal end and the tip above the eyelet is deformed. There are no other visual defects on the anchors. A functional evaluation could not be performed due to only the anchors being returned. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification found that tensile strength specifications are established. Also, certificate of analysis is required with each shipment. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) excessive force. (2) over tensioning the sutures. (3) there may have been misalignment of the device when inserting. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a procedure, the multifix knotless anchor broke. All the pieces were removed with tweezers. The procedure was completed using a back-up device. The back up device was used in the originally drilled bone hole, there was no void left in the patient there was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: case(B)(4).